Event description:
It was reported by a customer in the USA that, during a procedure on a (B)(6) old male infant, when the nurse opened the box of a shiley 3.5mm neonatal tracheostomy tube, it was observed that the sealed package was of a shiley 3.5mm pediatric tracheostomy tube instead. Although requested, there is no additional information available. There was no reported patient injury.

Manufacturer narrative:
(B)(4).